Event description:
No additional information.

Manufacturer narrative:
Additional information: (h) added report number.

Event description:
It was reported that unspecified bd infusion set leaked. The following information was received by the initial reporter with the following verbatim. Tubing is easily coming apart when connections are tightened. Staff is recognizing cracking and breaking lines are kinked easily. Tubing requires multiple attachments creating an opening in the closed system. Needleless connectors are becoming disconnected easily, reflux valves difficult to flush. Missing roller clamps leaking of medication during procedure from the bonded areas of the tubing. Leaking noted between valves. Difficulty priming. Falling apart after tightened manually.¿

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.